Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely high troponin (tnih) test result was obtained from an atellica im 1300 instrument. Siemens reviewed the available log files and did not identify an instrument issue. A falsely high troponin test result could potentially be caused by a wash/aspiration issue, base delivery issue, system contamination or pre-analytical sample handling. The cause of the discordant, falsely high troponin test result is unknown. The instrument is performing within specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high troponin (tnih) test result was obtained from an atellica im 1300 instrument. The initial result was reported to the physician(s). The same sample was repeated on the same instrument four hours later and a lower result was obtained. The repeat result was reported to the physician(s). A second sample was drawn from the patient and tested on the same instrument giving a lower test result that matched the repeat result from the initial sample. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high test result for troponin.